Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The hanson cone accessory was analyzed and found to have a broken piece located at the clamp of the cone. The broken piece was not returned. The complaint regarding roto-collar clamp part is broken was confirmed by failure analysis. The probable root cause is attributed to damage during use or reprocessing.

Event description:
It was reported that during central processing, the hasson cone accessory was broken. Did not use on patient. There was no report of patient involvement.